Event description:
It was reported that during thoracic aorta surgery, the surgeon experienced bleeding through fourteen grafts that resulted in prolonged hemostasis. No information on serial numbers could be obtained from the hospital at the time of this report.

Manufacturer narrative:
No product evaluation was performed since the grafts remained implanted. A review of the device history records, including collagen coating records, is still in progress. Retention samples coated on the same period and under the same conditions as the fourteen complaint devices will be water permeability testing at 120mmhg as per (B)(4). The evaluation is still in progress. The investigation is still on going. A follow-up report will be submitted after completion of the investigation.